Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that since implant the stimulation had never been effective for their pain. The stimulation was in the wrong location and the adjustments did not work. They had sciatic pain in their right hip and pain from a pinched sciatic nerve in their right knee down to their right ankle and foot. They also experienced pain and a burning sensation at the implantable neurostimulator (ins) site since (B)(6) 2015. The pain and burning was getting worse over time. The patient had shut their stimulation off about 1.5 years prior to (B)(6) 2015 because the therapy was causing more discomfort than it was helping. It was noted that the patient had bipolar disorder and they weren't sure why the doctor implanted them. The patient did not have a managing pain physician. The patient requested physician listings for a possible explant. The patient indications included non-malignant pain, and other chronic/ intractable pain (trunk/limbs). Follow-up was performed to determine if the physician has been notified, what steps were taken to resolve the reported event, and if the event has resolved. If additional information is received, a follow-up report will be sent.